Event description:
Consumer called. Standard strip (check strip) out of range.

Manufacturer narrative:
Meter out of calibration. Confirmed with optical reflectance tests. Control results high. (B) (4).